Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it's really cloudy, you can't see through caused by dirty objective lens causing stains and blurry image. The most probable cause of the image cut off was cause traced to component failure and for the device had dirty objective lens was cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited image cut off and the device had dirty objective lens. There was no patient involvement.